Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for wound check. Impedance change and no capture was noted on the right ventricular lead. A chest x-ray revealed the that the lead had dislodged and was in the atrium. The patient was admitted for lead revision. Upon fluoroscopy, the right atrial lead had also pulled back. Slack was added to the right atrial lead on (B)(6) 2019. The screw could not be retracted or extended, and the stylet had difficulty going in and out on the right ventricular lead. The lead was explanted and replaced. Related manufacturer reference number: 2017865-2019-16922.